Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged in which the physician termed as twiddler's syndrome as per field representative. The lv lead was explanted and replaced with a new lead. The lead was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.